Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, the first device was unable to fire; the surgeon was unable to press the green button but was able to squeeze the handle. The second device was partially fired. There was no patient injury.